Manufacturer narrative:
The reported observation of ¿high impedances¿ against the ipg was not confirmed. The cause of the high impedances was due to the associated extension, model 6372. The implantable pulse generator (ipg) was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-00778. It was reported that the patient experienced a fall resulting in high impedance related to the patients right lead extension and dbs ipg. Patient underwent surgical intervention wherein the patients dbs ipg and right lead extension were explanted and replaced on (B)(6) 2023. Therapy was restored post-operatively.